Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was initially treated with vancomycin and gentamycin, intraperitoneally (ip) (dosage and frequency not reported) and then was switched to a three week regimen of fortaz (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d09056 and h14b24083. There were no issues detected during the manufacturing processes related to the reported condition. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.